Manufacturer narrative:
The service found out that the errors reported were due to a pcb failure, which was replaced by the service. Device evaluated, repaired and returned to the distributor/user. No patient involvement.

Event description:
The customer reported that the pump's display showed "ER 2" and "ER 3".